Event description:
A customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove the case from the pump and inspect it, finding no damage or debris in the cartridge area. They were then guided to clean the pneumatic tap area and discard the damaged cartridge. Technical support assisted the customer in filling and attaching a new cartridge, ensuring it clicked into place.